Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Initial reporter zip: (B)(6) investigation summary: it was reported there was foreign matter. To aid in the investigation, one sample with no packaging blister and one photo was provided for evaluation by our quality team. A visual inspection was performed with a 10x magnifier lens and the syringe has embedded degraded resin at the luer tip. No other defects or imperfections were observed. The photo provided shows the sample received. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. As the lot provided is 'unknown,' a device history record review could not be completed. Frequency of inspections were increased to mitigate the embedded degraded resin escapes. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported syringe 50ml ll tip 1ml 2 oz in 1/4 oz contained foreign matter. The following information was provided by the initial reporter: "foreign matter".